Manufacturer narrative:
Initial.

Event description:
It was reported that the user announced a larger-than-usual lunch but consumed less than announced, after which blood glucose decreased to 68 mg/dl; the user treated with oral carbohydrates and sensor glucose subsequently read 74 mg/dl while a fingerstick measured 83 mg/dl, with no symptoms reported, and education on proper low-glucose correction was provided. Symptoms included asymptomatic hypoglycemia. Outcomes included resolution of the low without medical intervention. Investigation included user counseling on hypoglycemia correction and review of meal announcement practices. Investigation of this case revealed that the event was consistent with incorrect meal size announcement leading to excess insulin relative to intake. It was concluded, based on previously established findings for similar reports, that the cause was user handling related to meal announcement error.